Event description:
It was reported that the patient had a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then began preparation of the wds. While preparing the wds, it was noted via angiogram imaging that the patient had a pericardial effusion. The procedure was paused, and a pericardial tap was performed to drain the effusion. The blood was reintroduced back into the patient after it was drained. This was continued, but the patient worsened into a pericardial effusion with cardiac tamponade. Cardiopulmonary resuscitation was performed on the patient, and they were brought to open heart surgery. During open heart surgery, a perforation in the left upper pulmonary vein was patched with a graft. The laa of the patient was also ligated. The patient is doing fine following this event and is still recovering from the open heart surgery.